Event description:
Asr revision, asr resurfacing, right. Reason(s) for revision: pain / loosening / alval / soft tissue reaction / femoral neck fracture on resurfacing (beyond 3 months of post op). Two claimsuites received on the same day stating different reasons for revision and different revision date. Query sent. Reporting as all revision reasons and unknown revision date until confirmation received. Bilateral - see (B)(4) for left side. Update: confirmation received that this is a resurfacing to xl complaint. Reporting this com as the first revision. Please see (B)(4) for 2 revision. Reason for revision : femoral neck fracture on resurfacing (beyond 3 months of post op). Reporting head only on this com and cup on other com until confirmation and xl products received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.